Manufacturer narrative:
Concomitant medical devices: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred and the implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.